Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and a family member noticed insulin odor and signs of leakage around the connector and chamber area after a recent supply change, with the cartridge appearing dry and the chamber damp; the user was on a steel cannula set, and an agent guided a full supply change after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no change in prognosis, no required intervention beyond routine troubleshooting, and no hospitalization. Investigation included troubleshooting and education with guided supply replacement. Investigation of this case revealed evidence consistent with a suspected leak at or near the connector/chamber interface without replicable malfunction after replacement. It was concluded that the event involved a suspected connector-related leak; the device functioned as expected following the guided supply change and insulin delivery was restored.